Event description:
It was reported the stimulation was in the wrong location. The pt had not had relief for years. The right side was working but the left side was not. There was no known accident or incident related to this event. The pt programmer was replaced. The pt had surgery; the device system was replaced. The pt continues to have problems. Additional info has been requested from the hcp, but was not available as of the date of this report.